Event description:
It was reported by service report that the 110 volt caution/warning label was missing on the footboard. The customer could not determine whether there was patient involvement or adverse consequences occurred.